Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000489 h3: a medtronic representative went to the site to test the equipment. Testing revealed no faults or failures. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned pcba control assembly. The issue was confirmed. The assembly passed visual inspection. When installed on a test system, the system failed to initialize. H6: b01, c19 and d15 apply to the system checkout. B01, c07 and d02 apply to the returned concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the hand switch was pressed for 3d imaging and the gantry rotated and a ready for imaging beep sound was made from the navigation system, however, imaging did not start. The system was restarted and imaging was possible. There was a 10 minute delay and no impact on patient outcome.